Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed motor error, the drive support cap label is missing and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.